Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump error hardware low level failure alarm (variable information =3) during self test and confirmed in the insulin pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose level was 200 mg/dl. The customer stated that they were able to successfully clear the alarm. The customer also stated that they was able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.